Manufacturer narrative:
It is unclear if the device is available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.

Event description:
As reported by an end user, upon opening the box the customer lost her grip of the box and the box fell on her knees making a 2 cm gash. The edges of the boxes are razor sharp. After a few days inflammation occurred in the wound and the customer was treated with penicillin by the doctor. The customer has cut herself twice on the new boxes and both times she had to be treated with penicillin by her doctor.